Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is user error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with the administration of dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unspecified date, the patient made a mistake, described as breaking aseptic technique. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was admitted to a hospital due to the peritonitis. Remedial treatment included injection of imipenem 250 mg, calistatin, and heparin 1000 mg. By the time of reporting, the event of peritonitis was considered resolving. Whether the patient was re-trained in aseptic technique was not reported. Dianeal pd2 ultrabag was continued with dose not specified. A causality assessment was not provided.